Event description:
It was reported that the right atrial lead was found to be dislodged around the original implant date. The lead was capped and replaced about 10.5 years later during a routine device change-out procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr701, implantable pulse generator (ipg), (B)(6) 2003. (B)(4).